Event description:
It was reported to covidien that a customer had an issue with a hemodialysis catheter. The customer reports that the catheter migrated with partial ingrowth with the cuff exposed 8 days after implantation. Implanted (B)(6)2009 and came out (B)(6)2009.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.